Event description:
Procedure: right lobectomy. Reportedly, the instrument fired and locked on the pulmonary artery. Another surgeon was called in to assist and another instrument was used to fire on each side of the locked device to resect the tissue and remove the device. The facility reports the pt status as fine. This incident was originally reported via an asr summary report. During routine review this report was re-evaluated.